Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device evaluation at the third-party service center has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and tobacco contamination was observed. The customer was contacted and requested the device be scrapped. No repairs were performed. The allegation of ventilator inoperative issue was unable to be confirmed due to not evaluating the device.